Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility noted a broken cable on the mega suturecut needle driver instrument. The instrument was not used on a patient after the reported issue was identified. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was broken grip cable at the distal clevis pulley. The pulley exhibited slight surface scratches. No other damage was found.